Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(4). Investigation summary: level b investigation - complaint evaluation / complaint history check for the event(s) that occurred. Severity: s_1__; occurrence: a complaint history check was performed and this is the 1st related complaint for scale marking, difficult/unable to operate [difficult to measure medication] on lot # 7261525. A review of risk management (B)(4) indicates that the potential risk of this specific reported incident (syringe, scale marking defective, difficult/unable to operate) was captured and addressed. Investigation summary: no samples were returned therefore the complaint could not be confirmed. If samples are received in the future the complaint will be reopened for further investigation. A review of the device history record was completed for batch# 7261525. All inspections were performed per the applicable operations qc specifications. There were seven (7) notifications (B)(4) noted for scratched print. There were three (3) notifications (B)(4) noted for missing print. Investigation conclusion: as no samples and/or photo(s) were received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that bd insulin syringe with the bd ultra-fine¿ needle had scale marking issues. This was discovered during use. The following information was provided by the initial reporter: material no. 328418 batch no. 7261525. It was reported that syringe never had scale markings in increments of 10 and is making it difficult to draw up medication. Verbatim: consumer reported he was previously using another syringe with scale unit markings in increments of 5. Stated he is using this syringe now and the scale markings are increments of 10. Stated this syringe never used to have scale markings like this and it is making it difficult for him to measure his medication.